Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump keypad buttons are not responsive and the buttons stick. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump is cracked at the reservoir compartment. Customer will call back as they want to upgrade the pump. No further details given.